Manufacturer narrative:
Section a3: date of birth not provided. Section g3: correction. Section d4: correction: expiration date and UDI#. UDI#: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2018 due to worsening shortness of breath and fatigue. There was no melena or blood in stool, but the patient did report leg swelling and 5 lbs of weight gain. The event was described as major bleeding. The patient received 2 units of packed red blood cells, and hemoglobin increased from 6.8 to 9.0. The patient was discharged on (B)(6) 2018 with a hemoglobin of 12.3, and the event reportedly resolved on this day. It was noted that hemoglobin was back to baseline on (B)(6) 2018. The patient remains ongoing on the heartmate 3 lvas and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was admitted due complaints of worsening shortness of breath, leg swelling and fatigue. The patient reported no melena. The patient was transfused with 2 units of packed red blood cells. Hemoglobin was noted in the stool. While admitted hemoglobin increased from 6.8 g/dl to 9 g/dl. The patient was discharged on (B)(6) 2018. Labs revealed the patient hemoglobin was 12.3 on (B)(6) 2018. No further information was reported.